Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted. The physician tried to position the lead multiple times, but the pacing threshold values were high. After multiple attempts the helix did not protrude and tissue entangle in the helix was observed. The lead was successfully replaced. No adverse patient effects were reported.